Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacteria peritonitis and was hospitalized for the event. The cause was unknown. On an unreported date, the patient was treated with unspecified anti-inflammatory drug (dose, route and frequency were not reported). At the time of this report, the patient has recovered from the event. Pd therapy was discontinued during hospitalization. No additional information was provided because the reporter declined follow up.